Event description:
The pump would continue to push out the insulin after the priming is completed. Customer tested and observed it would push out ten to fifteen drops of insulin with no indication on the display. The customer stated that on two occasions customer has passed out due to excessive delivery.